Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 336 mg/dl. The customer reported that the reservoir and o-ring was missing. The customer stated that the reservoir compartment ring and reservoir was able to lock in place when inserted into pump. The customer declined to troubleshoot for high blood glucose and was treated with bolus through pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.